Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a cystocele, anterior-apical repair - sacrospinous ligament (ssl) suspension procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the lead suture broke outside the patient when the mesh arm was being pulled out from the sacrospinous ligament. The procedure was completed with another uphold¿ lite device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.